Event description:
Approximately 1 hour after the pump refill, the patient returned to the clinic feeling "loopy". The patient was observed for a period of time and eventually showed symptoms of oversedation. The pump was accessed and they were only able to pull out 2 mls of fluid. It was noted that during the initial refill, they pulled back on the plunger of the syringe to verify the needle was still in the pump and easily withdrew the last 10mls infused, so they were confident that all of the refill amount had entered the pump port. The physician believed there was a leak in the septum. The pump was replaced. The patient recovered without sequela.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.